Event description:
It was reported that during the case, there was smoke coming from the instrument. The case was completed with a second like device with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.